Manufacturer narrative:
H10: as this serious injury is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: kai wang, pei wang, xianhui liang, xiaoqing lu, zhangsuo liu (2015). Epidemiology of haemodialysis catheter complications: a survey of eight hundred and sixty-five dialysis patients from fourteen haemodialysis centres in henan province in china. British medical journal open, 5(11): e007136. Doi: 10.1136/bmjopen-2014-007136. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the "british medical journal open" titled "epidemiology of haemodialysis catheter complications: a survey of eight hundred and sixty-five dialysis patients from fourteen haemodialysis centres in henan province in china" that sometime post a dialysis catheter placement, out of three hundred and eighty-five patients, two patients allegedly experienced fibrin sheath formation. The current status of the patients were unknown.